Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer was experiencing pain at the implantable neurostimulator (ins) site. There were no factors that may lead or contributed to this and no diagnostics/troubleshooting were performed related to the issue. As a result a pocket revision took place on (B)(6) 2017 where the ins was moved up with impedances pre. And post-operatively within normal limits. Following this the issue was resolved and the consumer was doing fine. Relevant medical history includes low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.